Event description:
It was reported that this right ventricular (rv) lead exhibited a drop in sensing, pacing impedance, and shock impedance since a recent procedure (ECMO decannulation and femoral artery repair) underwent by the patient. No out-of-range impedance measurements were reported. It was noted the rv threshold was stable and there was no observable noise. Boston scientific technical services (ts) was consulted and explained they would not be surprised to have leads measurements potentially impacted after ECMO. However, ts requested device data for review in order to rule out a system issue. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).